Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is experiencing low blood glucose levels. Customer's blood glucose reading ranged from 49 to 129 mg/dl. Customer stated that her doctor increased her basal rates. The insulin pump did not undergo functionality testing at the time of the call. Therefore, the root cause of customer's high blood glucose levels could not be determined. Product is not being returned or replaced.